Manufacturer narrative:
On 03/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system became unresponsive when the surgeon attempted to move back from the navigation screen to the select patient screen to merge an ior system magnetic resonance imaging (mr) mr exam. The surgeon could move mouse, however, software buttons were unresponsive. In trouble-shooting, the software was re-booted and normal function was restored. The navigation system functioned as expected. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Analysis of the log files found that the logs do not contain anything that specifically indicate why the system became unresponsive, however, the symptom is consistent with an existing software investigation documented in a medtronic navigation software anomaly tracking database.